Event description:
The customer called to report a blank display. Troubleshooting was performed, and the screen came back with a battery out limit alarm. However, the alarm could not be cleared as the screen was now frozen, and the time was not advancing. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was monitored, and no blank display occured. However, found moisture damage on the lcd board.